Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the patient's attorney that allegedly, the patient underwent a right total knee arthroplasty on (B)(6) 2012 with a stryker triathlon knee system. A second surgery was performed on (B)(6) 2013 to "repair the patellar button and revise the malfunctioning total knee replacement".